Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer could not print any labels, and the issue had occurred multiple times. No error message was displayed on the screen. As per part investigation, it was determined that the issue was attributed to exposed copper strands with thermal damage caused by continuous rubbing against the chassis, resulting in compromised station functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 07-oct-2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The report condition of label printer cannot be printing any labels was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #01835448, the fse reported that the original issue was zebra label printer not printing. The fse logged into device and notice print queue was stuck with over 140 print labels pending, the fse deleted old labels from queue, and it was verified settings were correct. The fse tested multiple print labels to confirm functionality. When rebooting device, there were failed cubie pockets on fh main drawer 6 and it was tried troubleshooting via diagnostics, but not all cubie pockets were releasing. The fse manually removed pockets, removed debris from below cubie pockets and reinserted all cubies but a cubie on row d did not release. It was found a large cut on the bus wire which could have been causing intermittent cubie pocket issues. The bus wire was replaced, and after replacing bus wire, the fse resembled drawer. All cubies and drawer functionalities returned to normal. The report was closed. During dchu visual inspection: pn 121085-01: the assy cbl pyxibus 7 drawer was received with exposed copper strands and black marks during dchu testing: pn 121085-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the second issue was identified as a faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station¿s functionality.